Event description:
Customer reported hospitalization due to high blood glucose levels of over 600 mg/dl and diabetic ketoacidosis. Customer stated that she treated with a bolus before sleep and her blood glucose was 596 mg/dl at this time. The customer reported that she woke up with blood glucose level of 587 mg/dl and went to the hospital. Customer stated that the hospital decided that she needed to be off the pump for a week after her release. Customer's current blood glucose reading is 440 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.